Event description:
This report is being filed after the subsequent review of the following journal article: attal, r., et. Al., (2012, march), a multicentre case series of tibia fractures treated with the expert tibia nail., archives of orthopaedic and trauma surgery, 132, 975-984. The aim of this study was to present clinical experience and outcomes of intramedullary nailing of proximal, midshaft and distal tibia fractures with the expert tibia nail from synthes, an implant offering a wide range of proximal and distal locking options in multiple planes to increase stability of the implant and bone construct. There were 180 patients with 185 tibia fractures that were followed between (B)(6) 2004 and (B)(6) 2005. There were 68 females and 111 males between 14 and 83 years old. Follow-ups were done at 12 weeks and one year. It was reported that there were osteomyelitis, loss of reduction, delayed union, and screw/bolt breakage. The author concluded that intramedullary expert tibia nail fixation of tibia fractures results in low rates of delayed union, primary and secondary malalignment, implant-related complications, and secondary surgery. There is not sufficient information to file multiple reports. This is for a screw/bolt breakage. 2 of 3 medwatches.

Manufacturer narrative:
Device used for treatment not for diagnosis. Attal, r., et. Al., (2012, march), a multicentre case series of tibia fractures treated with the expert tibia nail., archives of orthopaedic and trauma surgery, 132, 975-984. This report is for an unknown expert tibial nail. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.